Event description:
Philips received a complaint by bench repair on the v60 indicating while servicing the device, it was observed that the display does not function properly. It has been determined that the data communication cable is damaged and needs to be replaced for the display to function properly. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem of a screen failure. Bench replaced the display and cables to resolve the reported problem. Following the testing and verification procedure for this device, the device's factory settings are restored. The customer's own configuration is maintained. All necessary checks have been performed to certify the device's restoration to pre-failure conditions. To ensure proper operation of the device, we recommend using only philips-approved accessories and consumables. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.